Manufacturer narrative:
One 4.5 cannulated endobutton drill was returned for evaluation. Visual assessment confirmed the reported complaint. The drill head has broke off the drills shaft. The drill head is twisted and broken at its flutes. Examination of the drill shaft shows the break area to be splayed. This condition is consistent with drilling over a bent guidewire or attempting to drill over the drill head of the 2.7mm guidewire. Without the return of said guidewire we are unable to determine a likely root cause. In addition a design failure mode analysis was performed for the reported failure and it was determined that the occurrence rate for this failure mode was below expected rates. No additional investigation is warranted at this time. (B)(4).

Event description:
During an anterior cruciate ligament acl reconstruction surgery, the femoral tunnel was drilled 2.7mm. It was reported that a beathe 10 pin was used to set the tunnel location. The 10 mm reamer was used to drill femoral socket . The 10mm reamer was removed while the 2.7mm pin was left in. The 4.5mm endobutton reamer was then placed over the pin to finish the femoral tunnel to allow passing of the endobutton. Upon removing the 4.5mm reamer, the scrub tech noticed that something looked off and out of place on the reamer. The surgeon noticed that there was no reamer head, therefore called for the c-arm., to help see what happened. Upon using fluro, it was noticed that the head of the reamer was still on the 2.7mm pin near the lateral cortex. The surgeon then placed suture on the beathe pin and pulled it thru the lateral side leaving only suture in the joint. This loosened the broken head and was able to wiggle the broken head back into the femoral socket in which we grabbed it with the grasper and removed from patient. The procedure was able to be completed with this device, despite the issue; the same tunnel was used. The surgeon was confident that no debris was left in the patient. The patient was noted to be okay post-procedure. It was confirmed that the 4.5 reamer was never passed over the tip of the 2.7 pin. The tip was completely outside of the joint and out of the skin on the lateral side. The endobutton reamer was only used to drill over the 2.7 pin shaft, not the head. The 4.5 reamer never went past the lateral cortex of the femur and therefore could not have gone over the head.